Event description:
Boston scientific crm received info that this right atrial (ra) lead dislodged one day post-implant. The dislodgement was revealed as there was no sensing or capture. It was stated that this lead was difficult to position and was not performing well as far as numbers and dislodgements. This ra lead was successfully repositioned. No adverse pt effects have been reported.